Event description:
Healthcare professional (hcp) reported to the administrator, "routinely during treatment if a line becomes clotted, there is no indication on the venous pressure monitor and they hear a sound in the blood pump and find a clot. When a nurse tried to aspirate the clot, after the nurse unclamped the venous line, the plunger came out of the syringe and the nurse rec'd 'mouthful of blood' and is currently being treated with prophylactic drugs for hiv and hepatitis c." Administrator reported the venous pressure was 90 throughout the treatment, but no other info regarding the pt treatment was available. On 09/12/2000, administrator stated this was not documented as an incident and there is no further info available regarding the blood exposure to the nurse.